Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the tubing at pinch valve pv13 pinch valve pv28 was cut. The fse replaced the tubing, which repaired the air leak. The repairs were verified by the fse. (B)(4).

Event description:
The field service engineer found a pressure leak in the coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.